Event description:
It was reported the device stayed in a locked state. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device stayed in a locked state due to the battery voltage being below the normal voltage that it needs to operate. Upper and lower cases, side bail covers, and ring cover are broken. Lead flex cover, battery drawer, and main printed circuit board are contaminated. Battery contacts are compressed. The ring is bent. Keyboard is out of mechanical specification (ventricular sense button is torn). Display is out of mechanical specification (keyboard connector came off).